Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the broken fragments (physical damage) on the instrument was observed when it was outside of the patient and the instrument was not used on the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip at the grip base. A piece measuring approximately 15.53 mm x 4.70 mm was found to be broken off, confirming that a fragment got detached from the instrument. The broken piece was returned with the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.